Event description:
A discordant, falsely low hcg (human chorionic gonadotropin) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher. The corrected result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). It was discovered that the initial result was obtained when the customer put a primary tube without a small sample cup (ssc) in the segment designated for ssc containers. A segment designated for ssc does not have a level sense, which caused the probe to aspirate little or no sample. The sample was rerun with the primary tube, using the appropriate segment, and the corrected results were obtained. Ccc advised the customer no to use primary tubes on ssc segments. The cause of the discordant, falsely low hcg result was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.